Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 8cm distal to the is1 connector pin and 49cm proximal to the lead tip. A distal and proximal fragment were received for analysis. A medial fragment (approximately from 2cm to 4cm length) was not returned. The analysis revealed cuts into the insulation (47cm, 27cm and 25cm proximal to the lead tip) and a deformed fixation helix, which most likely resulted from the extraction procedure. However, a thorough analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to an unknown product performance issue.